Event description:
It was reported that during the device replacement procedure, the new device captured the defibrillation impedance for the superior vena cava (svc) circuit as "none". The physician decided to turn off the svc circuit in the new device and leave the system implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.